Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not clean, disinfect, sterilize or store this product with tweezers, forceps, scalpels, etc. There is a hole in the camera cable, and water leakage may destroy the electric circuit inside the product.¿ the root cause could not be determined. Probable causes include improper handling of the device. From the submitted report, it is considered that the image did not appear because the subject device was cleaned, disinfected, sterilized, and stored with tweezers, forceps, scalpel, etc. And the cable was perforated with holes and the electronic circuit inside the device was damaged due to water leakage. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of a blurry image was confirmed as a faulty charged coupled device was discovered. Additionally, the unit failed the leak test due to a puncture noted on the cable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the hd autoclavable camera head was displaying a blurry and offset image. This event occurred during reprocessing and had no patient involvement.